Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent the open reduction internal fixation surgery for trochanteric fracture of femur with the tfna implants in question. The surgery was completed successfully without any surgical delay. After the surgery, non-union was confirmed on an unknown date. Therefore, the revision surgery to dhs plate was performed on (B)(6) 2019. The surgery was completed successfully without any surgical delay. The surgeon reported that non-union was caused by the difficulty in sliding after surgery due to the use of nail inconsistent with the neck-shaft angle, and reported that dhs should have been used for the initial surgery. No further information is available. Concomitant device reported: unk plate (part# unknown; lot# unknown; quantity: unknown) this report is for one (1) tfna end cap extens. 0 tan this is report 3 of 4 for complaint.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(6) medical center. (B)(6) japan, (B)(6) japan. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.